Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump kept alarming motor error for the past months, and it rewinds itself. The customer stated that he had to start all over again and to put it back to where it's working. The blood glucose reading was 515mg/dl, and he treated with a bolus delivery. The customer stated the motor came out and it happened several times. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.